Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia, in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Additionally, for hypotension, cardiac arrest, and the resuscitation, the cause was unable to be determined due to insufficient clinical details. However, regarding the access site adverse event, the cause of bleed was most likely patient condition since patient had calcification in the vessels. For the device in wrong position, the cause of the positioning issue was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experience access site bleeding, hematoma, limb ischemia and positioning issue requiring intervention. The patient presented to the emergency department and found to have non-st segment elevation myocardial infarction and also had hypoxia. The patient was intubated, angiogram completed and impella cp recommended which was successfully placed via the right femoral artery. Percutaneous coronary intervention was staged. One stent was placed in the left main artery and planned later for the right coronary artery. After the sheath exchange, due to the patient¿s extensive right femoral artery calcification, bleeding was not properly controlled. Femstop was placed and the patient was transferred to the unit with the femstop in place. Close was attempted but failed. During patient settling in the intensive care unit, the patient¿s pressure dropped and the patient went into pulseless electrical activity arrest with one round of cardiopulmonary resuscitation that achieved return of spontaneous circulation. The patient had bleeding from site and mottled right lower extremity. Purge was changed and echo confirmed deep position of the impella cp. However, due to changed status: do not resuscitate, repositioning of the impella cp device was on hold. The patient continued support, and a couple of days later, the patient was noted to be restless with some concern for delirium. Seroquel increased. The patient remained off vasoactive infusions with plans to wean impella versus escalation care and transfer to higher level of care. Discussion made regarding the purge fluid, currently heparin with change to sodium bicarb and start systemic heparin. One unit of packed red blood cells was transfused overnight for low hemoglobin. Hematoma on right groin was noted as stable. The following day the impella cp was explanted with a survived patient outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.